Manufacturer narrative:
A ge oec service representative investigated the issue and found a failing battery pack that was removed and replaced . The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
A ge oec 9800 fluoroscopy system would not boot up. A precharge voltage error was displayed